Event description:
During a ptca procedure, the nc monorail ptca catheter shaft broke. The physician was trying to insert the nc monorail ptca catheter into a tight iliac and had to twist and torque the catheter when it broke in half. The device was removed and the procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'ok'.